Event description:
A user facility reported that an intraocular lens would not unfold. They returned the iol stuck in the cartridge of an iol delivery system cartridge. There was no pt impact associated with this event.